Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient height (B)(6) and bmi (B)(6). This report is for one (1) unknown tubular plate. 510: this report is for one (1) unknown tubular plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a post-operative follow-up doctor's visit on an unknown date, it was discovered by x-rays that the patient had non-union, delayed healing of a right ulna fracture. On (B)(6) 2016, the patient underwent revision surgery and was implanted with one (1) unknown 6-hole one-third tubular plate and four (4) unknown 3.5 cortex screws synthes devices; the original implant date is unknown. All of the implanted synthes devices were explanted and were fully intact with no reported product problem. The surgeon revised the patient with new synthes devices; one (1) 6-holes locking compression plate (lcp), five (5) 3.5, 16mm cortex screws and added bone graft; the surgery was successfully completed. There was no surgical time delay and no other medical intervention reported. The patient's status outcome is stable. This report is for one (1) unknown tubular plate. This report is 1 of 2 for (B)(4).